Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported for left side "suffering with suspected breast implant illness" and fluid around implants. "Alcl diagnostic tests have been performed together with fluid at time of removal". Physician has since confirmed that there was no suspected alcl, patient "had no implant related complications. Only a very thin grade 1 capsule". Diagnostic testing and device removal was carried out at the patient's request. Device has been explanted with capsulectomy.